Event description:
It was reported the patient felt that when they would go outside in cold weather their implant would ¿go into full blast¿ with the stimulation strong, to where they could not walk. They noted the problem began a few days prior to the call and noticed it only when they had to go out in the cold to take their kids to school. The patient reported no falls or trauma and did not use the patient programmer to adjust the stimulation because it was set by their manufacturer representative. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).